Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Requests for additional information are currently in progress; however, the healthcare provider has not provided any additional details at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 6900ptfx 25mm valve, implanted for 10 years and nine (9) months, is being evaluated for a valve-in-valve procedure. The failure mode of the pre-existing surgical valve is known. No other details at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
It was reported that this patient with a 6900ptfx 25mm valve, implanted for 10 years and 9 months, is being evaluated for a valve-in-valve procedure due to severe mitral stenosis. Tee demonstrated a mean gradient of 13 and a mitral valve area of 1.3. The patient also has severe associated tricuspid regurgitation.